Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that a patient underwent a dynamic hip screw procedure on (B)(6) 2015 for a fractured hip. During the procedure, it was reported that the distal ends of both devices (guide shaft and coupling screw) appeared to be bent and were difficult to slide together when being attached to the lag screw. There was no reported surgical delay. The procedure was successfully completed. This report is 1 of 1 for (B)(4).